Manufacturer narrative:
An investigation of the complained packaging showed that the label does not correspond to product specifications. This is an error in the labeling process. A step in the process was not performed correctly.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after first case of xrl, it was observed that the product size on some labels (of the peek vbr implants) does not match with the size described in the surgical technique. Deviation had no impact to outcome of surgery, size 3 was used. This is report 2 of 8 for complaint (B)(4).

Manufacturer narrative:
Lot#: 7108270, device received on 7/23/2013.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device manufacture date: 12/5/2012. Review of the DHR shows no complaint related anomalies.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.